Manufacturer narrative:
Additional information: ] section d-9: device date returned to manufacturer: 22-oct-2024. Section h3 evaluated by manufacturer: the suspect device was returned for evaluation on 22-oct-2024. However, suspect device visual inspection has not begun. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding product return however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The non-pre-loaded zcb00 model intraocular lens (iol) was reported to have been defective and could not be used. Extent of patient contact is unknown. No further information is available.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been received. An empty lens case loose in the original folding carton, an opened sterilization pouch along with patient stickers, implant notification card, and patient card were received. No lens was returned. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ lens damage. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issue reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.